Event description:
Medtronic received information that blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on jan 11, 2022. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The history download confirmed pump error 54 due to software error found on aug 11, 2020 at 23:06. The formatted history file confirmed pump error 54 alarm (line number 1421 file number 32122). Problem isolated to the electronic assembly as per global logic analysis esf3010978. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay and minor scratches on lcd window. In summary, customers alleged blank display was not confirmed. Device passed active current and sleep current test. No anomalies noted on electronic/motor assemblies. However, pump error 54 was found in the pump history download due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.